Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this implantable cardioverter defibrillator (ICD) detected recurring high out of range shock impedances on this right ventricular (rv) lead. Surgical intervention was performed and a lead abrasion was noted. The patient¿s blood pressure dropped due to lead perforation. The procedure was converted to an open chest surgery where all products were removed from service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.